Event description:
It was reported that the patient was at home when they experienced continuous low flow alarms while on battery power on 04jun2022. The patient also felt lightheaded at the time of the event. The dizziness resolved when the patient sat down. The patient also experienced low speed events and pump stops. It was also noted that the patient had known short to shield driveline damage. The driveline was repaired on (B)(6) 2019. X-rays were sent to technical services for review. It was found that the short-to-shield had matured to a phase-to-phase short. On (B)(6) 2022, the patient underwent a pump exchange and was reported to be recovering well in the ICU.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2022 at 05:01:04 to (B)(6) 2022 at 16:40:20, per the timestamp. Multiple pump stop events were captured (B)(6) 2022, beginning at 14:31:58, while the system was supported with batteries. Based on our complaint history and similarly reported events, the pump stop events captured in the log file are consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop events cannot be conclusively determined through this investigation. The patient called the ventricular assist device (vad) coordinator to report pump stop events while supported with batteries, light headedness, and dizziness. As the patient had previously underwent external driveline repairs in (B)(6) 2019 (related manufacturer report number: 2916596-2019-01244), a pump exchange was performed on (B)(6) 2022. Despite sending multiple product return requests to the account, (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer's investigation is complete.